Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. Same case as MDR# 2134265-2011-05032, 2134265-2011-05033. It was reported that following a stenting treatment procedure a myocardial infarction occurred. The 80% stenosed long lesion was located in the proximal right coronary artery (rca) and extended into the mid rca. It was 35 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated by pre-dilating and implanting overlapping 4.00 x 12 mm, 4.00 x 16 mm, and 4.50 x 24 mm taxus element stents with 0% residual stenosis. Post-procedure ECG was performed the same day. One day, post index procedure, the patient experienced elevated troponin levels and a myocardial infarction. No action was taken to treat this event and the patient did not experience ischemic symptoms. The patient was discharged on (B)(6)-2011 on aspirin and clopidogrel.